Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated stimulation was turned off with unknown cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller said she wanted to make sure the stim is on. The patient was on program 3 at 4.5 and the stim had been shut off. She said she doesn't know how it turns off because she doesn't touch the pp. The patient was assisted through how to turn the stim on. Patient does not intend to follow up with any hcp. There were no further symptoms or complications reported or anticipate.